Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacture date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle tip pulled off from the suture and got stuck in the patient. They were able to retrieve the needle and complete the rest of the case without patient harm. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: we keep getting the same email from you, but we have answered these questions multiples times, as well as called the company and the product has not been picked up.